Event description:
Reported experiencing periodic high blood glucose (>600 mg/dl), since switching to the device in 2005. In spite of programming several large boluses, pt's blood glucose did not decrease, as expected. No error messages were generated by the device. Pt stated that, when pt supplemented pt's normal infusion therapy, with insulin injections, pt's blood glucose decreased substantially. No treatment was received for high blood glucose.